Manufacturer narrative:
A ge representative evaluated the system and found a broken wire in the interconnect cable. Ge representative tested the footswitch on another system and found that it was not working properly. Ge representative removed and replaced the interconnect cable and the footswitch, rebooted the system and took test shots. System is working as intended.

Event description:
The customer reported the system would not fluoro. No pt injury was reported.